Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received a communication error. The pcu did not communicate with system maintenance software. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8015 did not communicate with system maintenance software. Based on the findings, technical support determined that the proximate cause of the reported issue: tech support - remote in to computer to install usb driver (for USA-19hs usb adapter). Advised customer to contact is/it for further assistant with usb driver install. A review of the device history record showed the device had a manufacture date of 20jun2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was involved in a production failure (q6 200188912) for defective battery which does not correlate to the customer reported issue. D8, e2, e3: correction h3 other text : device was not returned.

Event description:
It was reported that the device received a communication error. The pcu did not communicate with system maintenance software. There was no patient involvement.